Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was air bubble in the reservoir. Customer's blood glucose was unknown. Troubleshooting was initiated however it was not completed. The customer was advised to change set and call back if further assistance is needed. No further information provided.